Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4-UDI#. The device was returned to the factory for evaluation on 10/14/2024. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact blower mister. The flow volume controller was inspected and was observed to have no visual or physical defects. The controller was able to be rolled with no physical difficulties. The spike chamber was returned filled with saline. A functional test was performed. Reference braided tubing was connected to a regulated source of co2, not exceeding 50 psi (344 kpa). The flow was adjusted to 5 l/min (0.08 l/s). Co2 gas was able to flow through the IV tubing and was visibly and audibly observed coming out of the atraumatic tip . The IV spike was connected to a bag of saline through the IV luer lock connection. The bag was placed in a pressure cuff and inflated to approximately 150 mmhg (20kpa). The pinch clamp was opened and saline flow was adjusted to 1¿5 (ml/min) using the roller clamp on the IV tubing. Saline was observed to come out of the atraumatic tip with normal flow and no blockages. The irrigation mist was observed to flow out of the tip as expected. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 96255711 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister was used on the anastomosis site, blood was removed to secure a field of vision. However, the blood was not removed and co2 was not discharged. This product was determined to be defective. The surgery was delayed in order to remove the problematic product and use the new product again. A new device was used to perform the procedure with no problems. No patient harm or injury reported.

Manufacturer narrative:
E1 event site address exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.